Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
The trimming algorithm utilized in merge hemo was based on a methodology that was used when all lab values were 1 decimal place. It used an algorithm that looked for a ".0" and replaced it with an empty string. For example: 1.0 would show as 1. If the inr on pre-procedure is 1, it displays on the study report lab section as 10, if the inr on the pre-procedure tab is 1.01 it displays as 11 on the study report lab section. Clinical use may contribute if the physician reading the report does not question the incorrect value and look to the original lab value.